Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that after a phone factory reset, the user could not pair the ilet to the mobile app, which was resolved by restarting both the ilet and the phone and successfully reconnecting. The user reported a blood glucose of 272 mg/dl without symptoms and attributed the elevation to being off the ilet for a period of time. Symptoms included no reported clinical effects. Outcomes included no hospitalization, no medical intervention beyond troubleshooting, and no device alarms. Investigation included troubleshooting and user education regarding device pairing and use. Investigation of this case revealed that the device functioned as expected after reboot and re-pairing, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use of the system while disconnected and a resolved pairing issue not attributable to device failure.